Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observed insulin exiting the infusion set tubing with multiple infusion sets. A cartridge and infusion set change would be performed to resolve the issue. Tandem technical support educated the customer on the steps for troubleshooting this issue in order to determine the possible cause. The customer's blood glucose level was not impacted.